Event description:
Patient reported "implant exchange with no complaint against the device". Patient later reported "rupture" and "textured to smooth due to the concerns of the product". This record is for the left side. The device remains implanted. It is unknown if the device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.